Event description:
The consumer reported that the patient did not turn stimulation on or change it often at all. The patient had some episodes of their bowel symptoms recently, so they thought they should turn it up. The patient's episodes of bowel symptoms began 3 weeks ago on (B)(6) 2016. The patient turned the device on and increased from 3.70v to 3.75v on (B)(6) 2016, but stimulation was too strong. The patient had uncomfortable stimulation. The patient turned stimulation back down to 3.7v, but stimulation was still strong and they turned it all the way down to 3.05v and felt comfortable stimulation. It had never done this before. The patient had a fall on (B)(6) 2016 that could be related to the issue. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.